Event description:
It was reported that during a follow-up appointment at the physician's office two months after an atrial flutter right side procedure, a dime-sized 2nd degree red crator burn was noticed on patient's back over the heart area where the ref-star reference patch had been placed during mapping. At that follow-up visit, apparently the patient stated that the patch felt warm when it applied. No one seemed to know there was a skin burn issue at the time of the procedure. Upon further investigation, biosense webster's field engineer/affiliate was told by the facility lab supervisor that they were heating the reference patch in a blanket warmer before it was applied. They suspected that the gel may have gotten too hot and caused the burn. They have stopped this practice. No further medical intervention/treatment was performed. Burn area had dried with scab when seen during the follow-up visit. The stockert rf generator settings were not provided.

Manufacturer narrative:
When contacted by biosense webster's field engineer, the customer stated that they do not require bwi to do any further testing on their stockert rf generator at this time. Investigation is still in progress. A supplemental report on device evaluation will be submitted once it is completed.